Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported loss of image upon angulation issue could not be determined, however, it is likely that the issue was due to physical stress applied to the curved part resulting in damage to the charged-coupled device. The event can be detected/prevented by following the instructions for use which state: inspection of the endoscopic image ¿-do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (intermittent blackout during angulation) was not confirmed. In addition, service found that there were cuts on the bending section cover, the adhesive on the ending section cover was cracked, and the bending section wires were frayed. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the subject device exhibited an intermittent blackout during angulation. The reported issue was observed while preparing the subject device, prior to an unspecified procedure. There was no report of patient or user injury due to the event. Additional details were requested regarding the reported event; however, no further information was available.